Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an error 48245 on the system which could not be resolved with a power cycle. The customer found that the illuminator lamp was at hour 274 and swapped to a third-party illuminator to continue the case. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the issue did cause a loss of vision during the case but did not result in patient harm. The customer was able to complete the case with the third-party illuminator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the illuminator to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. In the logs, error 48245 was found, indicating that the failure occurred in the field. Upon visual inspection, no issues were found that could be related to reported event. However, misalignment of the front panel and the module drawer was observed. The illuminator was installed in a golden system, and upon powering up, error 48245 was triggered, successfully replicating the complaint. Based on these findings, the failure analysis team concluded that the illuminator was the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.